Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose level was reported to be 194 mg/dl. Troubleshooting with tandem technical support was performed. It was indicated that the customer would use manual injections as alternate insulin therapy. Upon a follow up the customer stated that the touchscreen appeared to be functioning as intended.